Event description:
It was reported that the user¿s glucose readings on the ilet indicated ¿high¿ throughout the afternoon without confirmatory fingerstick testing, and customer care guided the user through an infusion set supply change while the user elected to retain the existing insulin cartridge; insulin delivery then resumed. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting guidance, and no hospitalization. Investigation included remote troubleshooting, user education, and continuation of monitoring with instruction to perform fingerstick tests until glucose is below 400 mg/dl. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from infusion set or supply-related factors not confirmed, and device function restored after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.